Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint for this lot number and issue to date. Based upon the severity level and lot quantity, a device history records(DHR) review is not required. Visual inspection: visual inspection was not perfomed as no sample was returned. Functional/performance evaluation: functional testing was not performed as no sample was returned. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: one photo was returned. The photo shows the stent graft box and stent graft box label. The label indicates the stent graft catalog number faf08070 and lot number anxk3033. The expiration date is 11-2013. Based upon the photo review, the reported deployment failure can not be confirmed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned by manufacturer

Event description:
It was reported that a stent graft could not be deployed; therefore, it was exchanged over the guide wire for new stent graft that was deployed successfully. There is no reported patient injury.